Manufacturer narrative:
The failure mode was confirmed. The product was not received for investigation at stryker endoscopy because it was evaluated at stryker france. The technical service report is attached (see communication log), and indicates: "to further the analysis, attached is a photo of the damaged card, the "famous spark", it seems that liquid has passed through the ventilation grid and has created a short circuit the device leaves today for (B)(6) hospital". Reference description: ffcrossh flat fee ablation system, labor-endo main d'oeuvre endoscooie, 0105207730 flex cable jumper, front receptacle to power board, 30 pos, p12833 pcba, crossfire 2 power board. The reported event involving this failure and product could have been caused by: use error: console is sterilized or disinfected; use error: console cleaned with incompatible products. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the product sparked.